Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an anterior resection surgery, after clamping and firing the stapler (contour green), staples opened and did not form the proper staple line. Surgeon had to suture it completely as the staples completely opened up. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2022. D4: batch # u5e86t. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the cr40g reload was received with no apparent damage. The reload was received void of staples, with the washer completely cut, drivers exposed, and the knife recess below the cartridge deck. No functional test was performed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the reload was received fully fired. No product defect was identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.